Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that her child received repeated occlusion alarms and did not acknowledge them. When the infusion set was taken off the body, they noticed a kink in the cannula due to which the patient experienced high blood glucose level. Therefore, they tried to treat it with a bolus via the pump, but on (B)(6) 2021 at 2:00 am, the patient went to the emergency room. Subsequently, the patient was admitted to the hospital due to high blood glucose level. The patient's highest blood glucose level was 28 mmol/l and had high ketone levels (6 mmol/l). Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline (1x saline, 1x potassium, 1x glucose), insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021 (same day of admission), at 07:00 pm, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.